Event description:
During a CABG procedure, the suture broke. The surgeon applied another product without patient injury.

Manufacturer narrative:
8/21/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.